Manufacturer narrative:
(B)(6). Conclusion summary: on (B)(6) 2016, it was reported that the carrier was stuck in the mesher. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device needed the blade guard replaced and the damaged comb and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on september 30, 2016 revealed nicks, and dents to the ratchet head and handle. There were nicks and scratches noted to the mesher handle. The latching pins were jammed and would not disengage. The mesher was received with a carrier lodged under the comb/cutter. The comb appeared to be badly deformed. The roller gear was slightly worn and there was minor galling to the roller extension. A test mesh could not be performed due to the latching pins being jammed in place. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 3, 2016 which included replacement of the damaged comb and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the mesher was received with a carrier lodged under the comb/cutter. The reported event was confirmed since during the initial inspection it was noted that the mesher was received with a carrier lodged under the comb/cutter. The root cause of the reported event was due to the badly deformed comb. The issue was resolved with the replacement of the damaged comb and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the carrier was stuck in mesher. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent.